Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be conclusively determined and is being judged as unknown. However, the reported failure is a known phenomenon usually caused by wear and tear. The loop wire at the distal end of the hf electrode may wear out during use and may break, burn or melt. Thus, this incident can most likely be attributed to user error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the hf resection electrode without showing any abnormalities. The case will be closed from olympus side with no further actions. However, the reported event/incident will be recorded for trending and surveillance purposes.

Event description:
Olympus was informed that during a therapeutic hysteroscopy procedure to treat submucous hysteromyoma the loop wire at the distal end of the hf resection electrode broke. The intended procedure was completed using another similar device and there was no report about an adverse event or patient injury.